Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. One retaining 2.5mm hex driver short (rh2.5) was not returned. Visual evaluation of the as returned products (implant + mount) identified no apparent malfunction. Functional testing was performed using an applicable in-house driver; the devices were able to properly engage, retain and disengage no malfunction was identified. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this investigation. Review of appropriate documentation: document reviewed: instructions for use for tapered screw-bent and trabecular metal implants IFU (B)(4) rev 9 ¿ 10/19 & instructions for use for zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU (B)(4) rev 5 ¿ 08/19. Information identified: contraindications & warning. Per the applicable IFU, it is stated that improper technique can cause implant failure. DHR review could not be performed since the lot number was unknown however, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, an item-based (rh2.5) complaint history review was performed over a one-year period for similar events and no other complaints were identified. Post market trending review: january post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information driver-related malfunction and the reported event could not be verified since one of the reported device (rh2.5) was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed from the packaging and it was not properly fixed in the inserction aid (rhd2.5) and slipped out and fell to the floor. Procedure completed.